Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify if there were any consequences to the patient as a result of the smaller pouch? If yes, please provide further detail. No consequences on the long term. But it became a difficult procedure and a drain had to be left in the patient post-op. This caused more post-op. Pain for the patient and one day longer admission. What was the specific bariatric procedure being performed? Mini gastric bypass what was the product code of the cartridges used? Ecr60¿. (Probably blue, but not sure) was buttressing material used? No was any movement of tissue observed during the firing sequence? No were there any staples on either side of the cut line after firing? No, not one staple. The first reload had done its job properly, but the second didn¿t fire a single staple. Are photos or video available? No not of the procedure. Only a photo was taken from the material where you can see that there aren¿t staples fired. (The hospital tries to locate and send those photo¿s.) What is the current patient status? Good recovery.

Event description:
It was reported that during respiratory surgery, bleeding from the drain was confirmed when closing the surgical wound. The surgical wound was re-opened, and it was found that the staples on the pulmonary vessels came off, even though the firing had been completed. No pieces were left inside the patient. Another procedure (to be updated) was performed to complete the case.